Manufacturer narrative:
The patient experienced peritonitis episodes "since (B)(6) 2018". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient has "always experienced peritoneal inflammation". The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient has recovered from the events. Action with pd therapy during the events was not reported. No additional information could be provided because the reporter declined follow up.